Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim. It was reported that they were experiencing an itching rash at interstim incision site on (B)(6) 2025 for a scheduled clinic visit. It was noted that it was a maculopapular erythematous rash consistent with the borders of surgical glue. They used adhesive remover to take off all remaining surgical glue. They were seen for unscheduled clinic visit on (B)(6) 2025 due to persistent tenderness and drainage through the interstim incision. They were admitted to hospital to get IV antibiotics. On (B)(6) 2025 the patient was seen in clinic for wound check which showed no recurrence of tenderness to touch. It was probable in relation to the implant procedure. The issue was resolved without sequelae (B)(6) 2025.